Event description:
A malfunction with the pump was reported, displaying a code that indicated it could not be reset. The problem did not cause the customer's blood glucose level to exceed 500 mg/dl, so there was no adverse impact. The pump was replaced to resolve the issue, and the customer will a backup insulin pump for insulin therapy until the replacement arrives.